Event description:
It was reported to philips that geometry movement partially available on a allura xper fd20/10 & fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the geo ipc, reloaded software, and tested system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).